Event description:
Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Event description:
Patient was revised due to pain. Update - (B)(4) 2013 - litigation papers received. In addition to pain, it is alleged that the patient suffers from loosened acetabular component, popping of the hip, osteolysis, metallosis, and other injuries. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Added: event/problem description, date received by manufacturer. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.